Event description:
It was reported that an extreme decline of auditory performance of this child was observed by guardians two months ago. History of head trauma is denied by guardians, and problems of outer devices are excluded. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.